Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during the attempted deployment of a long palmaz genesis 39 x 80 biliary stent mounted on a 135 cm. Opta pro balloon catheter/stent delivery system (sds), the balloon burst at two atmospheres (2 atm.). The stent remained on the sds and was successfully removed from the patient with the sheath. The procedure was re-started using a new genesis stent. There was no reported patient injury. The product will be returned for inspection. Additional information has been requested.

Manufacturer narrative:
Additional information received: the product was returned for inspection. A review of the manufacturing documentation associated with this lot 16092793 was performed and the following was found: review of lot 16092793 revealed no anomalies during the manufacturing and inspection process. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the attempted deployment of a long palmaz genesis 39 x 80 biliary stent mounted on a 135 cm. Opta pro balloon catheter/stent delivery system (sds), the balloon burst at two atmospheres (2 atm.). The stent remained on the sds and was successfully removed from the patient with the sheath. The procedure was re-started using a new genesis stent. There was no reported patient injury. No additional information is available despite multiple attempts. The product was returned for analysis. A non-sterile 135 cm. Opta pro balloon catheter/stent delivery system (sds) along with a separated long palmaz genesis 39 x 80 biliary stent were returned. Per visual analysis the balloon was returned deflated and appears to have been inflated. Dried blood residues were noted on the unit. No other anomalies were noted. A device history record (DHR) review of lot 16092793 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Per functional analysis pressurized water was applied to the catheter using a lab sample inflator/ deflator device, and a leakage was observed at approximately 0.4 cm from the distal end of the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the rupture found on the balloon. The internal surface and distal marker band did not reveal any evidence of damages. No other anomalies were found during the analysis. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the very limited information available for review, vessel characteristics or procedural factors, although unknown, may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.